Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent a breast augmentation primary with unknown mentor saline prosthesis has developed right-sided deflation, and left sided capsular contracture, unknown grade postoperative. The issue was diagnosed through mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.